Event description:
Additional information was received from the patient and it was reported that fell (B)(6) 2016 and a month later started to have shocking in the head due to the ark in the system. Patient reported she had 7 operation on the head that year because they repositioned the devices to cover right and left occipital nerve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found product ID # 37714 had stim ins/functionally okay/insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had surgery on (B)(6) and the ins was replaced; the healthcare professional checked impedances on the extension and they were in range so the hcp believed there was a battery issue since there was no trauma. After the ins was replaced, the impedances were still different depending on the patient's position. The cause was not known and the impedances issues were not resolved; however, there was no burning or shocking since the replacement surgery but this may have been due to the reprogramming that was done using contacts with no impedance. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are:product ID: 377775, lot# n0030736, implanted: (B)(6) 2005, product type: lead; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator; product ID: 3550-29, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's ins was showing no high impedances in certain positions, but the patient would get shocking and increase stimulation and get shocking. The rep stated that the ins was replaced and 3 electrodes showed that they were okay to use. The patient has been using those electrodes and was getting relief up until saturday when they received error "cannot deliver settings." The caller stated that the patient was using group c (5- 6+ 710 pw, 60 rate, 1.9v) so they switched to group b, and didn't get the error, but the patient was increasing stimulation and not feeling anything. The patient then switched to group a and they were getting error message and in office were seeing oor around 1.2 ma. Preoperation to ins replacement- pair 1-7 was less than 150 ohms, everything else was "out of range" , but would intermittently see out of range impedances and the patient would have sharp burning/shocking. Intra-op during ins replacement (2 separate readings at 3.0v, caller couldn't remember if this was with the 37714 or the mtlc) ref 7: 0 - 3099, 1 - 7369, 2 - 4942, 3 - 6571, 4 - 3727, 5 - 2827 ref 1: 0 - 1793, 2 - 5226, 3 - 3563, 4 - 5381, 5 - 1807, 6 - 2031, 7 - 3099 immediately following ins replacement (3 separate readings) laying, ref 0: 1 - 8160/orange, 2 - 2890/green, 3 - 4550/orange, 4 - 170/orange, 5 - 1600/green, 6 - 970/green, 7 - 40000/red sitting, ref 0: 1 - 8520/orange, 2 - 3460/green, 3 - 7340/orange, 4 - 2030/green, 5 - 2010/green, 6 - 3170/green, 7 - 40000/red standing, ref 0: 1 - 8570/orange, 2 - 2860/green, 3 - 7340/orange, 4 - 2090/green, 5 - 2030/green, 6 - 3170/green 7 - 40000/red caller suspected electrode 7 was due to possible connection issue when the lead was seated. Today's appointment (2 separate readings) ref 0: 1 - 4210/orange, 2 - 3810/green, 3 - 4340/orange, 4 - 30/orange, 5 - 1800/green, 6 - 11450/orange. Avoid 1, 3, 4, 6; possible open 1, 3, 6; possible short 0-4 ref 0: 1 - 4150/orange, 2 - 3380/green, 3 - 4040/green, 4 - 30/orange, 5 - 1720/green, 6 - 12060/orange caller indicated they saw an xray that appears one of the electrodes is actually bent. Tss reviewed issue is likely with extension, lead or connection point and best troubleshooting would be to test intra-op with mltc to narrow down where issue is occurring. Tss suggested to plug extension into 8-15 if the physician is concerned the ins is the problem no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there were open and short impedances. The actions taken to resolve the out of regulation screen seen was to reprogram several times before the implantable neurostimulator replacement using pairs of two electrodes in order to determine which electrodes were causing the burning and shocking which weren¿t really successful so nothing was learned. Impedance values were inconsistent pre-operation. Before the case on (B)(6)2018, everything read fine on one reading, then another reading, 1 and 7 were less than 150 ohms. The health care provider did not do anything to the system. It was reported that the manufacturer representative came at the end of the case to check the impedances. In the operating room, impedances were fine and the surgeon did not want to check the lead using the multi-lead trailing cable intra-operative, but the extension was checked and tested fine. So when the surgeon connected to the new implantable neurostimulator, contact 7 kept on reading red and he removed and reinserted one time to try to resolve, and he said that it was okay to continue. At post-operation, there were again inconsistent impedances every time that the manufacturer representative read them and were showing anywhere from 1 to 4 out of range electrodes. There were only 4 electrodes in range when the manufacturer representative checked at the end of surgery, electrode 1 ¿ 1360 ohms, electrode 2 ¿ 3260 ohms, electrode 3 ¿ 3670 ohms, and electrode 5 ¿ 1550 ohms. After the implantable neurostimulator replacement, the patient was good for one month using the most consistently ¿green¿ electrodes; however, a month after the surgery, the patient got the ¿cannot reach desired intensity¿ error and upon meeting and interrogating the device, there was an out of regulation message when ever increasing the previously good programs above 1.2 milliamps. The rep noted that the patient¿s implantable neurostimulator (ins) was replaced but there were still impedance issues at 1.2ma: electrode seven was greater that 40k ohms, electrode 6 was 18 ,430 ohms and electrode four was 30 ohms. The doctor suspected that the new implantable neurostimulator (ins) was the issue instead of the lead/extension because the inter-op impedances were good but then the patient was getting the out of regulation (oor) message. The open and short impedances as well as the out of regulation error messages have not been resolved. There were no further complications reported. Refer to manufacturer report # 3004209178-2018-03568.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that there was possible damaged leads that were implanted in 2005, that were causing the high impedances. Issues have been resolved.

Event description:
The manufacturer representative reported that the patient¿s therapy randomly stopped working. It was noted that impedances were high on contacts 2 and 4. The representative tried programming around the contacts and had to increase stimulation for the patient to feel anything. After programming the patient reported they felt a burning sensation and had to go to the ER. The patient was told to leave the implant off until the representative could interrogate the device. The change in therapy or symptoms was considered sudden. An impedance test was done at 1.5v with reference 0 and it was found that contact 2 was 6255ohms and 4 was 4910ohms while the rest were less than 4000ohms. The reference was changed to 6 and contact 2 was 6692ohms and 4 was 5193ohms with the rest still below 4000ohms. The patient had to turn stimulation up to around 7v to get stimulation and it used to be much lower. The impedances were tested at various head positions but were the same. The patient was feeling stimulation right along the ear down to her shoulder and reported the stimulation as a shocking burning sensation. Additional information received from the representative reported that they ran another impedance check at 3v with reference 7 and contact 1 was less than 150ohms and using reference 1 contact 7 was less than 150ohms. The patient was meeting with a surgeon for a consult.